Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings compared to another meter. The patient obtained the blood glucose readings of 264 mg/dl, 358 mg/dl and 496 mg/dl on the reported meter and the results of 156 mg/dl, 264 mg/dl and 496 mg/dl on the other meter within 30 minutes. There was no patient injury associated with this issue. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 ¿ (07/02/2014). The patient¿s meter has been returned on 3/6/2014 and evaluated by lifescan product analysis on 6/18/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (03/10/2014)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2014 and evaluated by product analysis (pa) on (B)(4) 2014 with the following finding: the test strips were tested and found to have failed for control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.